Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image with no output was due to faulty distribution panel (dp) board. The cause of why the dp board was faulty could not be identified. It was also noted that there was failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection before use, the visera elite video system center had a serial digital interface (sdi) failure and had no video output. Subsequently, the unknown intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, there was no image due to faulty distribution panel (dp) board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.